Event description:
It was reported that during the implant procedure, the ventricular lead exhibited loss of capture, loss of sensing and an impedance measurement anomaly. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.